Manufacturer narrative:
Preliminary testing of the device was performed, and the device operated successfully according to spec. The sensor will be returned to the MFR for further eval. Associated accessory device: act cell phone monitor. Model # com001. Serial # (B)(4).

Event description:
This MDR is being filed in response to the pt's report that she was burned. The burns were under her left breast and abdomen (not at sites in contact with electrodes). Only the lead wire was in contact with the area that was burned. Both burns are the exact same size, and the pt described the symptoms as redness, blistering, and peeling skin. The pt is a triage nurse, and the clinical supervisor treated the area with triple antibiotic ointment, silvadene, and a non-stick pad. On (B)(6) 2011, the pt reported the burns are healing and no longer peeling.